Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that for the past month the up, down and ok buttons required hard presses to elicit a response. The patient denied damage to the keypad rubber. The patient denied trauma or evidence of moisture to the pump. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up, ok, and contrast keypad buttons were intermittently unresponsive; the down arrow button was responsive. During investigation, the keypad was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was found to be faded/discolored. A test screen was inserted and functioned appropriately.